Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation revision with 325cc mentor memorygel breast implants and experienced bilateral rupture and capsular contracture, and granuloma on the left side post-operational. The rupture on the left side was diagnosed via a biopsy performed 10 years ago that showed free silicone in the patient¿s axilla. As a result, the patient underwent device removal and replacement with 200cc mentor memorygel breast implants, catalog number 3502001bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's right-sided device.